Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. H3 investigation summary: the product was returned to eth for evaluation. The visual analysis determined that it was received one labeled winding former with a needle suture combination in two sections that pertain to product code y605h. Upon initial inspection, no issues related to pull off; suture needle could be observed. The swage and attachment area of the needle was noted to be as expected. The needle is still attached to a suture piece. In addition, the end of the suture pieces was observed cut likely by a surgical instrument. Due to the return condition of the sample, no functional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable hemostat was used. The problem of the suture pulling off the needle happened in surgery. Total three products had the needle pull off issue occur. Changed to another one to complete the surgery. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b 5. Event description corrected b 5. Event description: it was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Total three products had the needle pull off issue occur. Changed to another one to complete the surgery. Additional information was requested this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Total three products had the needle pull off issue occur. Changed to another one to complete the surgery. Additional information was requested.